Event description:
Healthcare professional reported right side "multiple folds and undulations accompanied by peri-implant liquid towards the outer and inner quadrants," "peripheral inflammatory changes," and pain. A "solid nodule in right breast" was also reported and is not device related. The device remains implanted.

Event description:
Healthcare professional additionally reported rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant liquid towards the outer and inner quadrants."

Event description:
Healthcare professional reported right side "multiple folds and undulations accompanied by peri-implant liquid towards the outer and inner quadrants," "peripheral inflammatory changes," and pain. A "solid nodule in right breast" was also reported and is not device related. The device remains implanted.